Event description:
During implant procedure, the set screw would not tighten on the device. A new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the atrial and ventricular set screws were stripped and contained septum material inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.